Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was received and analyzed. The save to disk primary finding noted no anomalies were found.

Event description:
It was reported that the doctor worries whether the device works properly because it does not turn "end of life" in spite of the sudden drop in battery voltage. It was noted that there is a battery measuring issue with the device. Initially, the device remained in use as the physician did not believe that immediate action is necessary. It was later reported that the device reached elective replacement indicator (eri) status and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.